Event description:
One of the two gauges on the most unit suffered a ruptured bourdon tube when the main oxygen valve was opened. The gauge's glass cover, faceplate and gasket were blown clear of the device. The operator immediately shut off the oxygen valve and no further damage or injuries occurred. The unit in question has been returned to pci and is currently undergoing failure investigation. At this time, the following potential causes are being pursued: defective gauge; contamination within the most unit (hydrocarbons, metal particles, particulates); oxygen contaminated with hydrocarbons being used by the customer to fill the most; and customer not following operating instructions and opening main valve too rapidly.